Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is considering an explant of her scs system as her chronic nerve pain has been minimal. The patient also stated she is concerned because of pain she experienced during the summer over the ipg site. Surgical intervention may be taken at later date to address the issue.